Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Bill has an etco2 module kept saying "sensor warming" and it did not detect the micro stream disposable. Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: bill confirmed it was the issue with the micro stream disposable. I recommended bill to replace etco2 luer kit. Assisted with a part number. Bill will replace luer kit. Ref: (B)(6).